Event description:
During use of the device for a cardiopulmonary bypass procedure, the perfusionist reported that occluder knob on the small roller pump had seized. The pump stopped and a pump jam message was displayed. He attempted to loosen the pump occlusion but the occlusion knob would not turn. A second attempt was made. The surgeon removed the cross-clamp to re-introduce blood flow to the coronary circulation to perfuse the heart muscle. The perfusionist elected to move the cardioplegia tubing (in race) to the adjacent pump. The initial cardioplegia dose and all other doses were administered without issue. The surgical procedure was completed successfully, and there was approx a two min delay, no blood loss and no adverse consequences to the pt. Investigation in process, but not yet completed.